Manufacturer narrative:
On july 21, 2006 a liko distributor was allowed to view and inspect the equipment. It was found to be in good working condition. The events in the incident could not be recreated by facility staff. Remedial training was offered by the facility for its staff in the use of this equipment. It is the opinion of liko inc. That the only way the resident could slip through the safety vest used on the sabina, is if the straps on the vest are not tightened securely enough to support the resident, per manufacturers instructions.

Event description:
Facility reported that in 2006, while using a sabina pt lift, the resident slid through the sling as he lifted his arms upward above his head (reason unk). Safety loops went underneath residents neck as it was sliding upwards and began to choke him. Resident was sent to the hosp for minor contusions to the neck and was returned to facility within three hours.